Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed damage to the outer silicone jacket of the drive line. The pump was returned assembled with the drive line cut approximately 2¿ from the pump housing and a distal portion was returned measuring approximately 36.5¿. The sealed inflow conduit and sealed outflow graft conduit were returned attached to the pump housing. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Evaluation of the drive line revealed a tear to the outer silicone jacket approximately 2.5¿ of rescue tape starting approximately 1¿ from the controller connector. Removal of the tape revealed a small tear to the outer jacket approximately 2.5¿ from the controller connector. Electrical continuity testing of the returned portion of the drive line did not reveal any discontinuities or shorts. The evaluation of the drive line did not reveal any further issues. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU and patient handbook address drive line damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant on (B)(6) 2019. The device was returned for evaluation. During the evaluation, a tear was identified on the outer silicone jacket of the drive line. No additional information was provided.

Manufacturer narrative:
This event was originally reported under pi-2022-0042879-03, MFR # 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022, the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: a persistent ventricular arrhythmia occurred on (B)(6) 2019, and the patient was readmitted to the hospital from on (B)(6) 2019 to (B)(6) 2019. Electrical defibrillation was performed and the causal relationship with the device was considered low but could not be denied as the left ventricular assist device was in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(6)., and the report of ventricular arrhythmia could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management," provides information regarding how to properly care for the driveline care. Heartmate ii lvas patient handbook is also currently available. Thishandbook contains a section on caring for the driveline; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.